Event description:
Capsular contracture, baker grade iii.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5a, a6.

Event description:
Patient reported unknown side "capsular contracture, baker grade iii." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient additionally reported, lefts side "silicone-induced granuloma".

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported unknown side "capsular contracture baker grade unknown." Device remains implanted.